Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is defective. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by a philips field service engineer and the symptom was further clarified as the capacitor measurement was out of range.